Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted, having been implanted for 41.4 months, due to elective replacement. There was an allegation of premature battery depletion.